Event description:
It was reported that externalized conductors were observed. The lead was explanted. The patient was in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead measuring 52.7cm with the lead tip was returned for analysis. Externalized conductors due to external and internal insulation abrasion were noted at 7.5-11.2cm from the lead tip. External and internal insulation abrasions were noted at 7.8-7.9cm and 7.5cm from the lead tip. The etfe coating was intact at these locations.